Event description:
The customer reported that the system had a cine error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer upgrade kit will be installed. The reported issue is currently under investigation.